Event description:
Surgical intervention to exchange poly inserts occurred for pt with a total knee implant.

Manufacturer narrative:
Surgical intervention to exchange poly inserts occurred for pt with a total knee implant. Request for replacement poly inserts was received on (B)(6) 2012. Surgical intervention occurred on (B)(6) 2012. Review of the device history record indicates that the device was manufactured to specification.